Event description:
It was reported that cartridge alarm 30 occurred during the cartridge load process even though customer waited for prompt to remove used cartridge and had no previous cartridge alarms with this pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in loading new cartridge using proper technique and successfully resumed insulin therapy, and no additional information was available about original cartridge lot.